Manufacturer narrative:
Additional information was added to h6 and h11. Correction to b5 (remove reference to "patient" from process step. Product not used on a patient). H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented high-volume inlet had hair inside the primary packaging. This occurred while the device was still in the packaging prior to patient use. There was no patient involvement. No additional information is available.